Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2022, a 5mm by 4mm amplatzer piccolo occluder was chosen for implant using a 4f amplatzer torqvue low profile catheter in a 2 month old, 1.3 kg patient with the following patent ductus arteriosus (pda) dimensions: minimal diameter of 3.7mm and pda length of 9.8mm. During procedure, the device was deployed and released from the cable to be placed intraductally. The device shifted slightly within the intended implant site, and the proximal end of the device was sitting partially in the left pulmonary artery (lpa). The implanter believed that the cause of the migration was the patient's anatomy and the spot in the ductus where the device was released. The device was snared and removed from the body. A new 5mm by 4mm amplatzer piccolo occluder was successfully implanted instead. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects.

Manufacturer narrative:
An event of migration of the 5/4mm piccolo occluder was reported. A review of the ductal measurements as reported from the field was performed. Per the sizing table in the instructions for use, artmt600061587 version 1.0, sizing chart t2, the recommended size device for patients less than 2kg with a duct length of 9.8mm and minimal diameter of 9.7mm is a 5/2mm piccolo device, shorter than the implanted size. However, the device was still placed intraductal, as recommended in the instructions for use, and another 5/4mm device was successfully implanted. A returned device assessment could not be performed as the device and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusivly determined.